Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/18/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was found to be torn across the top of the up arrow button, exposing the button contact. During testing, the up arrow, down and contrast keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to engage; the ok keypad button responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The keypad buttons were observed to be worn off. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.